Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after the 3rd ablation while trying to reposition the antenna, it was noticed that the ceramic tip broke off inside the patient. The surgeon decided to leave it and it was not removed from the patient. A scan showed a good ablation result and the surgeon was happy with the outcome.

Manufacturer narrative:
(B)(4). Date of initial report: 12 dec 2016. Date of follow-up report: 17 feb 2017. The device was returned for evaluation. Evaluation of the incident antenna confirmed the reported condition. Inspection found the antenna shaft was broken. The tip was missing and was not returned. The antenna shaft was broken and still attached at the handle. The break is consistent with the antenna exceeding the shaft bend radius limit. The investigation identified the root cause of the reported event to be the antenna exceeding the shaft bend radius limit. Review of the manufacturing records for the reported lot number confirmed the lot was released meeting all specifications. No trend has been identified for this failure mode.